Manufacturer narrative:
This report originally filed as 9612169-2026-00559 the product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The consumer was advised to speak to surgeon regarding issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. Consumer was advised an investigation will be performed on the serial number of the implanted lens. Consumer was asked to contact company should additional details become available. Patient educational materials emailed. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that the patient saw her eye doctor a few days after surgery due to inflammation, blurred and poor vision, eye pain, discomfort, swelling, edema, and has been treated many times since then for the same issues. She was treated for severe dry eyes with non preservative drops, warm compresses, and amp. It felt like she had something in her eyes that was not supposed to be there, which was confirmed by the doctor. Additionally, upon further follow up patient also had nuclear sclerosis, posterior vitreous detachment, acute iritis, secondary noninfectious iridocyclitis, cystoid macular edema, high myopia and underwent cam360 amnio graft recently, and it helped a little but did not last. Today, the patient reported that she had an irritation, blurred vision, burning, watering or tearing, itching, amp, pain in her eyes with headache with the slightest movement of her head. Additional information has been requested, yet no new information received. There are two medical reports associated with this patient. This file belongs to right eye.